Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that no image was displayed on the procedure monitor, when using the cv-190 processor with serial digital interface (sdi) as the output. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and additional information from the legal manufacturer regarding the final investigation. The device was returned to the service center for evaluation. The customer¿s complaint of ¿ sdi output does not work¿ was confirmed. There was no serial digital interface (sdi) signals or image due to faulty a dx board . The device was equipped with current software version. All other unit functions tested normal. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of confirming DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations. The lm reported that the most probable causes for the reported event are as follows: sdi malfunction at the time of delivery. The cause of the phenomenon is considered to be the failure of the sdi driver ic on the dx board based on a similar event. Since this event was confirmed at the time of installation of the product, root cause assumes that the sdi driver ic failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, this event is not a defect related to the design/manufacture of the equipment, but is considered to be a defect caused by the handling at the time of installation of the equipment. In order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. The defective product is a dx-board that controls the sdi-output. It is a product to which countermeasures with enhanced static electricity resistance is applied. The legal manufacturer reported that confirmation of the contents described in the instruction manual in "9. 2 troubleshooting guide" of the instructions for use, the event of "the endoscopic image does not appear on the monitor" is described below. The monitor cable is not connected correctly. A setting screen is displayed.